Manufacturer narrative:
This report is for the same event as manufacturer report 2937094-2018-00921.

Event description:
It was reported that during a prostate procedure, the fiber tip broke off after 206,689j with 5:30 minutes of use. The broken piece was removed with a basket device. A second fiber was chosen to finish the case. The physician was finished lasering with the second fiber when the tip broke off after 60,500j with 10:55 minutes of use. The broken piece was removed with a basket device without clinical consequences to the patient. The tip of both fibers were not cleaned during procedure. Procedure was completed with the second fiber. This report is for the first fiber.

Manufacturer narrative:
Date of this report - updated to reflect correct awareness date of 08/15/2018. Reportability awareness date should have also reflected 08/15/2018 date at the time the initial MDR was filed.

Manufacturer narrative:
Analysis revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap are detached and returned. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and signs of slight melting. Based on device analysis, the potential for forward firing may exist. The probable cause of the failure is operational context. The cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.